Event description:
It was reported that patient presented to clinic for follow up, it was noted that the right ventricle (rv) lead failed to capture and exhibited high pacing impedance. The patient also experienced dizziness. The rv lead was reprogrammed to unipolar pace. The patient was stable throughout.